Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining one (1) erroneously low urea patient result generated by the unicel dxc 600 pro synchron chemistry analyzer. The patient sample originally gave an out of instrument range low (oir lo) result and when diluted it repeated as 20.2 mmol/l. The customer reran the sample as a neat sample and the result yielded 19.6 mmol/l. No erroneous results were reported out of the laboratory. There was no change to patient treatment or diagnosis.

Manufacturer narrative:
Per the service history, the customer has been encountering mixer reagent mixer errors which could have caused the false urea results. Qc has been within established ranges. A bec field service engineer (fse) was dispatched on (B)(6) 2011 and replaced the reagent mixer bearings.